Event description:
The patient was revised due to loosening of the cup. Poly wear and osteolysis were also reported.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. Repeated attempts to obtain the x-rays proved unsuccessful. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions about the reported event: however, a review of the provided x-plants with warsaw base business concluded missing ards from the liner, a significant indentation of the screw head was noted on the od of the liner. It is speculated that the screw may not have been seated completely in when the liner was inserted, thus resulting in the cup / screw interference and noted indentation. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.